Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Product identification/expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter - unknown. 510(k) number - unknown. Manufacture date ¿ unknown.

Event description:
It was reported that patient underwent an orthopedic salvage procedure on an unknown date. Subsequently, patient underwent a revision procedure on an unknown date due to a bent device as a result of patient fall. The custom transdermal compress construct was revised to a short compress device.